Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer did not know the amount of insulin the cartridge had been filled with, but stated it was around 100 units. The customer's blood glucose level was 233 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.